Event description:
Customer reported, he was hospitalized. Blood glucose value at the time of admission was 450 mg/dl. Customer stated he woke up with a reading over 400 mg/dl and went to the emergency room. Customer was treated with fluids and manual injections. Customer has been experiencing high blood glucose in the morning between 250 and 300 for a month and a half or two. Customer stated that he has been hospitalized due to dka for several times ever since he received this replacement insulin pump. Customer stated that once he goes over 450 mg/dl his body cannot tolerate it and he vomits and goes into dka and has to go to the hospital. During troubleshoot; it was stated, the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time is incorrect. Basal rates and bolus wizard are unknown. No error alarms found in the history. The cannula was not bent or occluded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-10207.